Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that the pump gave the error code 1720. There was no patient involvement.

Manufacturer narrative:
D3, d8: updated. D9 - date returned to MFR: 01-jun-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. Review of the 12-month service history revealed that the pump was last serviced on 14-may-2025. Visual inspection identified no defects. During functional testing, the pump displayed an error code accompanied by a continuous alarm, confirming the customer¿s reported issue. The root cause was determined to be a defective backup capacitor.